Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. Complaint of pump lost programing could not be verified in testing. However the findings believe the event was caused by not keeping batteries in device. Other problems reported as broken and fractured. S166 c000 r000.

Event description:
Information received a smiths medical cadd ms3 gray slate pump lost programming. Reported patient was unaware of keeping batteries in the device. No patient adverse events reported.

Manufacturer narrative:
Additional information: a2, a3, b3, h10. Information was received on (B)(6) 2020 indicating event date and patient information.